Event description:
The customer reported that the surveillance monitor does not show deep saturation drops or alarms.

Manufacturer narrative:
Reported phone number - (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with the spo2 board. After part was replaced the device was returned to functional use with no further issue identified.

Event description:
The customer reported that the surveillance monitor does not show deep saturation drops or alarms. The device was in clinical use at the time of the event. The device did not cause any adverse event to the event to the patient or user.